Manufacturer narrative:
No excess hydromer coating was observed. However, this lot may have been produced prior to the use of desiccant in tubing shipment, which reduces hydromer adhesion. This appears to be an instance of user failure to follow instructions.

Event description:
Customer reports, the guide wire could not be removed from the feeding tube. No injury is reported. The pt was reintubated.